Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -14.0/+2.0/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens surface. (B)(4).